Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient was having numbness in his feet, which started after a pump dose increase. On (B)(6) 2014, a dose decreased. However, two days later, the hospital called and the patient was still complaining of numbness, so the healthcare provider (hcp) planned to remove the bupivacaine from the pump on the same date. The device system was used to deliver morphine and bupivacaine. Additional information, including the cause of the event, possible device problems, and details regarding the patient¿s hospitalization, was not reported. Further follow-up is being conducted to obtain this information. Should additional information be reported, a supplemental report will be submitted.